Event description:
The account stated that the bed had no function. No injury.

Manufacturer narrative:
The account found that the lockout box was bad. He replaced the lockout box to correct the issue.